Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was visited to emergency room due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2022. Customer¿s blood glucose level was 400 mg/dl at the time of hospitalization. Customer was treated with intravenous drip high blood glucose level. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer was declined to troubleshooting for high blood glucose level. No further patient complications were reported. The insulin pump will not be returned for analysis.